Event description:
Procedure type: low anterior resection. According to the reporter: the surgeon scopes and water tests each anastomosis, but the pt developed an anastomotic leak a few days post-operatively. The surgeon did an end-to-side anastomosis for diverticulitis.